Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, a vessel perforation occurred requiring placement of a stent. The lesion being treated was 70% occluded, heavily calcified, 30 mm long and located in the sfa. The physician performed a cut-down for an antegrade approach. He used a 7f sheath, a vpr-gw-17 viperwire and a dbg-sct30-200 diamondback oad. He spun on low for 30 seconds down and back with no difficulty. Then on medium for 30 seconds down and back with no difficulty. The crown passed through lesion fine, but when the physician pulled it back proximally, it stopped. He was able to pull it back without difficulty and performed an angiograph which indicated that the vessel was perforated and the vessel appeared bulbous in shape. The physician inflated a 5.0 balloon twice to 8 atms for 1 minute each to treat the perforation. There was no residual perforation or staining outside of that area following the angioplasty. Because the vessel had "locked aneurysmal", he then placed a vascular stent. The pt remained stable throughout the event. Additional info has been requested regarding this event.

Manufacturer narrative:
Device analysis: the device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The root cause for the reported event is unknown. (B)(4).